Event description:
Per independent repair center repair statement, the unit was sent in for alarming or red light. The problem was not confirmed, but noted that there was no alarm. The initial oxygen reading was at 83%, which should have produced a "yellow light."